Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. Analyst commented, r-wave amplitude is generally below 5millivolts since (B)(4) 2015, average amplitude drops by approximately 1 millivolts starting (B)(4) 2015. Svc defibrillation impedance steady at approximately 56 ohms through (B)(4) 2016, rises out of range by (B)(4) 2016.

Event description:
It was reported that during use of right ventricular (rv) lead a patient alert sounded. A confirmed fracture of rv lead was noted, and intermittent high superior vena cava (svc) impedance. The high svc impedance was demonstrated by altering patient posture, and low r-wave measures noted. Svc coil programmed off, the lead remains in use. The patient will be monitored, and rv lead revision to occur upon routine/elective box change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.